Event description:
It was reported that they were removing a linx. He did the implantation of the linx he removed. Surgical delay unknown.

Manufacturer narrative:
(B)(4). Date sent 2/6/2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2018 on what date did the explant take place? (B)(6) 2025 what is the product code? Lxmc13 what is the lot #? 20674 does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Unknown is the patient currently taking currently taking steroids / immunosuppressive drugs? Unknown did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown was there any hiatal or crural repair done at the same time as the implant? Unknown was mesh used at time of implant? Unknown what was the reason for removal of the linx device? Unknown at the time of removal, was the device found in the correct position/geometry at the time of removal? Unknown. Have the symptoms resolved since the device was explanted? Unknown. Will the device be returning for analysis? Yes do you need a shipper kit? If yes, to whom should the shipper kit be sent to? Shipper kit to the sales rep. The surgeon stated the day of explant the patient had voiced wanting the device. The device is with the account. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 7/2/2025. See attachments.

Manufacturer narrative:
(B)(4). Date sent 3/20/2025. Investigation summary: a 13 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. Tooling marks were noted on the beads likely from the surgical tools used during implant/explant procedures. A linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. A manufacturing record evaluation was performed for the finished device lot number 20674, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/25/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 8/26/2025. Investigation summary: a 13 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. Tooling marks were noted on the beads likely from the surgical tools used during implant/explant procedures. A linx device with a visible weld ball that disconnected from a washer was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole at the separation was measured and was greater than the specification. The washer through-hole was concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number 20674, and no non-conformances were identified.